Event description:
The patient does not recall how long the meter did not power on for. She had not tested her blood glucose for a couple of months. She does not recall using the meter and felt confused and went to the hospital to get tested. The patient did not go into detail about her hospitalization or the readings she obtained at the hospital. Per notes, she was treated with insulin. The replaced the batteries the other day and meter would not power on. This case is being reported as a malfunction, since the meter did not power on. At this time there is no evidence of a serious injury, since the patient did not want to go into detail about the incident.